Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device switched off during operation with a continuous beeping sound. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device switched off during operation with a continuous beeping sound. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined on site by dräger service and the log file was secured for further investigation. The analysis of the log file could not confirm the reported device restart on the date of event. The log file analysis revealed that a leakage was detected during the ongoing ventilation and that the device triggered an alarm accordingly. However, the log file shows a device restart for the following day, (B)(6) 2026. Other than initially reported, the device was in standby mode at this time. The device restart was triggered by a loose connection cable between the screen and the ventilation unit. The screen and cable were properly fixed by dräger service. The device was tested and confirmed to be operating as per manufacturer's specification. The safety software of the ventilator has recognised a deviation and is attempting to rectify this deviation with a restart. The device emits an audible alarm and when the restart is performed, the device switches off briefly and then switches on again. During this time, the evita emergency ventilation valve is open and allows spontaneous breathing. When the restart is complete, the device continues to ventilate the patient with the previous setting. The device has reacted as specified. In this case, ventilation was not active as the device was in standby mode. Based on the investigation results, the case is assessed to be not reportable anymore, as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.